Event description:
It was reported that a novum iq large volume pump had a "remnant image of an infusion on the screen", low brightness power supply to be replaced during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "remnant image of an infusion on the screen. Low brightness power supply" was confirmed as display background was grey instead of white. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective display. Display and ac adapter required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.